Event description:
It was reported that the patient experienced a hyperglycemic event with a reported blood glucose value of 400 mg/dl after the insulin cartridge became dislodged from the pump when the device was removed from the patient¿s pocket, resulting in interruption of insulin delivery. The patient presented to the emergency department for evaluation and was not further characterized at the time of initial report. Symptoms included hyperglycemia. Outcomes included emergency department evaluation without confirmed inpatient admission. The patient later reconnected the device, and blood glucose was observed at 187 mg/dl following sensor reconnection. Investigation included communication with the patient and review of the information provided. Investigation of this case identified a mechanical dislodgement event involving the cartridge, and no additional device malfunction was confirmed. It was concluded that the event was associated with device handling and interruption of insulin delivery. If additional information becomes available, a supplemental MDR will be submitted.